Manufacturer narrative:
(B)(4). Batch # n90y93. The analysis results found that the mcm20 device (a) was received with a clip in the jaws. The instrument was noted to have the jaws open. In an attempt to replicate the event reported, the device was tested for functionality it was noted to have issues holding the clip on the jaw. The partially formed clip was a result of testing to determine the functionality of the anti-backup feature. Upon testing, the device was cycled and it fed and formed the remaining 8 clips as intended. In order to evaluate the condition of the internal components, the device was disassembled and the anti-backup lever was noted to be worn out. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Was there any change to the procedure or post-op patient care? No. What is the patients current status? Post op normal.

Event description:
It was reported that during right liver resection, in the clipping phase, the device got stuck and caused the rupture of the hepatic vessel. The operator refers to have heard a click. The device was removed slowly. Suture was used to complete the procedure.